Event description:
The time of event is not during procedure. There was no report of patient harm. Fiber image failure(broken).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb (coherent fiber bundle). In addition, our technician confirmed that the insertion flexible tube coating damage, the angle wire play, the light guide cable leak, the distal body dirty, the root brace rubber (lg control body) loose, the lg prong loose, and the lg prong top loose; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.